Event description:
Home pt (hp) reports shoulder pain due to excess air infused into the peritoneum during treatment on the homechoice device. Hp reports ending treatment early with the assistance from baxter tech and notified the rn. Hp reports starting use of new box of homechoice sets with no further pain experienced. No pt injury or medical intervention required per hp.